Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection laparoscopic procedure, the device was able to fire, but there was difficulty to remove from the cavity and felt like the stapler was partially stuck to the tissue. The surgeon slowly manipulated the device and removed successfully. The tissue donuts were intact and no damage. The anvil did not tilt after firing.